Event description:
A malfunction alarm was reported by the customer, identified as malf 9. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.